Event description:
It was reported that due to pain in corpora the patient had his inflatable penile prosthesis (ipp) cylinders and pump explanted. The outcome of this surgery was noted as good.

Manufacturer narrative:
Additional information: h6 coding.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) cylinders and pump explanted.